Manufacturer narrative:
The company service representative examined the system and inspected the illuminator latch. The cable to release the illuminator latch was adjusted. The company service representative could not duplicate the problem reported. The illuminator latch was replaced as a diagnostic measure. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "light module popped out" (no code available). The customer reported the light module popped out during surgery. The case was delayed. No patient impact noted in the service request. No patient injury was reported.